Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited inappropriate shock due to functional under sensing. No intervention was performed. The were no patient issues.